Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had failed rate accuracy test. There was no patient involvement.

Event description:
It was reported that the device had failed rate accuracy test. There was no patient involvement.

Manufacturer narrative:
Omit: a08 - calibration problem (2890), g07001 - part/component/sub-assembly term not applicable, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. H3 other text : see manufacturer narrative.